Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The clip delivery system (cds) was returned for evaluation. The reported difficulty retracting the cds into the steerable guide catheter (sgc) was unable to be confirmed via returned device analysis. The investigation concluded that the reported user experience was related to an issue with the returned sgc. The cds was able to be inserted and removed from a proxy sgc without issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter referenced is filed under a separate medwatch MFR number. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for the difficult device removal. It was reported that the mitraclip was successfully implanted; however, resistance was met during removal of the clip delivery system (cds) through the steerable guide catheter (sgc). The cds was successfully removed from the sgc using an abnormally large amount of force. Another clip was attempted, but met resistance during advancement in the sgc. Both devices were removed. A second mitraclip was successfully implanted using another sgc. Mitral regurgitation was reduced from 3 to 1-2. There were no adverse patient effects. No additional information was provided.